Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.